Manufacturer narrative:
Visual inspection under magnification shows extensive electrode wear on the middle electrode and moderate wear on the top and bottom electrodes. Functional evaluation was completed and the device performed as intended. The user's allegation of deterioration of the electrodes was determined to be associated with normal erosive wear. The root cause for this event has been determined to be electrode wear associated with end of useful life for the devices. The customer reported the device was cumulatively activated less than 10 minutes. Product specification states, "usage characteristics should be 5 minutes on, 1 minute off, 5 minutes on." Several other factors that could contribute to excessive electrode wear with reduced performance include: (1) use of controller power level settings higher than the recommended default levels (2) insufficient saline flow to the electrodes, (3) failure to maintain proper suction, (4) extended use of the device, and (5) surgical technique.

Event description:
It was reported that during a sinus procedure using an evac 70 xtra icw wand, the surgeon alleged that the wand's electrode were deteriorating too rapidly. The surgeon opted to complete the procedure using a competitive device, which caused a 30 minute surgical delay. There were no patient complications reported as a result of this event.